Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not attach/fit onto the insulin pen. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported that the needle will not fit onto the insulin pen."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not attach/fit onto the insulin pen. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported that the needle will not fit onto the insulin pen."